Event description:
It was reported that the patient presented in clinic for routine follow up. The right ventricular lead exhibited high capture thresholds. During explant procedure, it was difficult to remove the lead from the pulse generator header. The lead was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.